Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the c-cover zero/melted was cause traced to component failure and for white residue in air water channels both sides was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited c-cover zero/melted and white residue in air water channels both sides. There was no patient involvement.